Manufacturer narrative:
The insulin pump had button error alarm and intermittent button response noted due to corroded keypad traces. The insulin pump passed displacement test, rewind, basic occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted during testing. The insulin pump functioned properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm and button error alarm. The customer reported that the insulin pump was exposed to moisture. The customer reported that the insulin pump was scrolling without buttons being held down. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 70 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the insulin did exit during plunger push. The customer stated that the insulin pump did not alarm no delivery after changing the infusion set. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.